Event description:
The customer reported that their device was completely unresponsive once powered on. The customer reported that they believe this issue occurred during a patient event, but could not confirm. No additional information of this event or patient has been received by physio-control. There was no report of any adverse effects.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.